Event description:
The customer reported via phone call experiencing high blood glucose and that the insulin pump had a delivery anomaly. The customer's blood glucose was 550 mg/dl, for which she treated via manual injection. Her most recent blood glucose was 150 mg/dl. She did not observe any bent infusion set cannula, leaks or air bubbles. She had changed the infusion set thrice, and the insulin pump still did not deliver insulin. She believed that the motor did not work correctly. She forgot to fill the cannula dead space after removing the introducer needle. She stated that she programmed another prime instead of doing a prime into the air. She stated that the device alarmed no delivery 5 times on (B)(6) 2015, but the history showed that they occurred on (B)(6) 2015. She believed all was accurate and advised that she would follow up with her doctor. The device passed the displacement test and was advised to monitor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.